Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 9/28/98).

Event description:
The iab leaked. This was the only info at the time of the report. On 9/2/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: unk-reported 12/30/97. [Pt's current status]: unk-rpt'd 12/30/97.